Event description:
On 1/28/1999, safeskin corp was service with the following lawsuit: plaintiff's claim alleges the following: hives, wheezing, occupational asthma rhinitis, itchy eyes, coughing, pruritus and swelling. On or about november 10, 1994, plaintiff was first notified that she tested positive for latex allergy.